Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Event date of (B)(6)2017 was not previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on (B)(6)2017. It was reported that the pump was returned to the manufacturer for analysis. Pump logs indicated that the motor stall occurred at 20:55 on (B)(6)2017 and tube set occurred at 20:55 on (B)(6)2017. There were no further complications reported/anticipated.

Manufacturer narrative:
Destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 1558mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. It was reported the patient experienced a motor stall greater than 48 hours and exhibited signs and symptoms of baclofen withdrawal. It was unknown if there were any environmental, external or patient factors that many have led or contributed to the issue. The diagnostics and troubleshooting performed was reported as the pump was interrogated in the ER (emergency room) by the managing physician. It was determined the patient was in active withdrawal. The patient was admitted to the ICU (intensive care unit) and treated for withdrawal symptoms of rebound spasticity, hallucinations and fever. The decision to replace the pump was made 2 days later. The patient had their pump explanted and replaced. The catheter was aspirated to ensure patency. The issue was resolved and the patient¿s status was noted as alive, no injury at the time of the report. No further patient complications were reported or anticipated.